Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs were still attached to the link and the posterior cuff was engaged to posterior needle tip. There was a dent on the anterior needle barb which is consistent with the detected needle to cuff detachment. The anterior cuff tabs were damaged. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundrdth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. The monofilament was pulled from the device without a problem. There was no abnormal observation found on the returned device that could have contributed to the cuff detachment. Therefore, the root cause for the anterior cuff to needle tip detachment could not be determined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There were no manufacturing or quality deficiencies detected that could have contributed to the failure mode for this incident.

Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.